Manufacturer narrative:
The manufacturer has sent the initial information in this report as a follow-up for MDR 3004478276-2020 -00198 as requested by (B)(6), FDA medwatch program, received on nov. 19, 2020. Please consider this report closed and any further information will be followed up in MDR 3004478276-2020 -00198.

Manufacturer narrative:
This report is a follow-up report for medwatch MFR report 3004478276 -2020 -00198. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The go-no go test confirmed the absence of dimensional irregularity. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. The root cause of the reported perivalvular leakage has to be reasonably linked to an incorrect valve positioning or, more likely, to an under-sizing of the implant, as indicated by the customer in the case history. The root cause is unchanged.

Event description:
This report is a follow-up to medwatch MFR report 3004478276 -2020 -001980.